Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that the helix was distorted/bent. Blood was present in/on the helix mechanism. The inner insulation was kinked/buckled, the lead was stretched, and had been damaged at implant.

Event description:
It was reported that the lead would not stay implanted in the ventricle, and that the helix look "bent at certain angles" and was either broken or stuck. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.